Manufacturer narrative:
Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
This report pertains to the second of two hologic devices used in the same procedure. See associated medwatch, manufacturer's report #1222780-2018-00209. It was reported that during a novasure endometrial ablation "the devices would not open past 2.0." The physician viewed the cavity and a small perforation was noted. No medical treatment was needed.